Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up report detailing the results of the evaluation once it is completed. Evaluation method - the sample device was returned and is currently under investigation.

Event description:
A report was received that alleges that the tracheostomy tube was leaking at the cuff after approximately one week in situ. An emergent exchange of the tracheostomy was required following discovery of the leakage. No incident related medical sequela was reported.